Manufacturer narrative:
The product was returned and found to have pilot valve defective, 4-way valve stuck, sieve bed saturated, and no alarm.

Event description:
Upon repair it was found for the unit to have no alarm. Dealer states the unit turned on then shut down and will not turn on again. No further information provided.